Event description:
It was reported that fluid leaks were found with the latter part of the catheter (near to the winged securement) during catheter flushing. It was stated this happened with two devices. This report address the first device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting two 4fr s/l per-q-cath catheters. The depicted devices were inside of a plastic tray. One device (sample 1) contained the inlaid stylet. The second sample (sample 2) did not contain an inlaid stylet. A red circle had been drawn over sample 1 just distal of the molded joint. A red circle had been drawn over sample 2 around the suture wings. No catheter damage or leakage could be confirmed through examination of the submitted photographs; however, the samples could not be thoroughly assessed. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rebv2542 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2542 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks were found with the latter part of the catheter (near to the winged securement) during catheter flushing. It was stated this happened with two devices. This report address the first device.